Event description:
It was reported that within a week of implant, the right ventricular (rv) lead exhibited poor sensing and a loss of capture. The lead was repositioned, without resolution, and was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut, was extrinsically cut but not breached, and was observed to have blood ingression. There was blood on the proximal conductor of the lead and it was not obstructed, and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 1788tc competitor implantable pacing lead - (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.